Manufacturer narrative:
Additional information: x-ray review- multiple post-op x-rays from posterior spinal instrumentation (levels unknown, unable to visualize upper level in provided images) show progressive slip of one of the rods out of the screw. This happened by the 3 month post-op image before fusion would be expected to have occurred. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: per the reported event no failure with the rod. If information is provided in the future, a supplemental report will be issued.

Event description:
The set screw pulled away from rod in (B)(6) 2018. There was no malfunction with the rod, just the set screw. The constructs were explanted on (B)(6) 2019.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure or technique used: lateral with posterior spinal fusion (psf) pre operative diagnosis- kyphosis, spondylosis, radiculopathy, stenosis it was reported that post-op, the rod pulled out of the saddle of the screw with set screw locked in place. Patient complication reported to be unknown.